Event description:
Revision surgery. Dislocation of cemented constrained liner.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results. Product evaluation and results: visual inspection of the returned device indicates the constraint liner had extensive damage. There is damage present on the rim of the liner that is consistent with delamination and material loss. The metal ring is also deformed. The uhr head component has disassembled from the outer poly shell of the constrained liner. Scratches are visible on the outer metal surface of the head consistent with explantation. No conclusive decision can be made on dislocation from the hip socket. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation. Visual inspection of the returned device indicates the constraint liner had extensive damage. There is damage present on the rim of the liner that is consistent with delamination and material loss. The metal ring is also deformed. The uhr head component has disassembled from the outer poly shell of the constrained liner. Scratches are visible on the outer metal surface of the head consistent with explantation. No conclusive decision can be made on dislocation from the hip socket. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
No new information.